Manufacturer narrative:
On previously submitted report, section box b: describe event or problem, box h: (device) problem code grid was incorrect. In this report box b: describe event or problem, box h: (device) problem code grid has been updated/corrected.

Event description:
The patient has alleged visualization of black filters. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged visualization of black filters. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.